Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was displaying inaccurate erratic results. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged the product issue began at approx 6:30 am on (B) (6) 2010. The pt reported testing on the subject meter and obtained blood glucose results of "400 and 36 mg/dl." The pt did not provide the cca with the exact times the readings were obtained, but confirmed that they were performed more than 20 minutes apart from each other. The cca documented that the pt manages her diabetes with an insulin pump. The pt confirmed that there was no change to her usual diabetes routine due to the alleged product issue. Forty five minutes after the alleged meter issue began, the pt stated that she "dozed off and woke up shaky." At 7:15 am, the pt reported that she treated herself with food/drink. The pt denied using any other meter to test her blood glucose. The cca documented that the pt did not have the alleged meter kit at the time of troubleshooting session. The cca verified with the pt that the reported blood glucose results were obtained from an approved sample site. Since the reported readings were obtained more than 20 minutes apart of each other, they are an invalid precision comparison. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate reading on the subject meter, rec'd her insulin dosage based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.